Event description:
I had saline breast implants removed and replaced with silicone implants in (B)(6) 2014. Six weeks later I started having swelling problems, started gaining weight around my stomach, was deficient in vitamin d, had brain fog, felt terrible at the time, joint and muscle pain, tested positive for ana, and feeling terrible in general. It has been 5 years and my health has continued to deteriorate. I believe this was all caused by my implant replacement. FDA safety report ID# (B)(4).